Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampons came apart during removal leaving pieces behind. Consumer went to the gynecologist to verify all pieces were removed. She was diagnosed with endometriosis, ovarian cyst and infertility. The doctor prescribed pain medication.